Event description:
Ous MDR - after an implantation time of about 25 months, right-ventricular oversensing was reported. The lead was explanted and returned to biotronik. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. In the course of the visual inspection, the lead body was severely damaged due to squashing and deformation between 30 cm and 36 cm distal of the df4 connector pin. In this area, the inner conductor helix showed a conductor fracture. In addition, the coating of the rope conductor to the ring electrode was damaged. This damage manifestation is with high probability the cause for the interference signals in the rv channel complained about. The observed damage manifestation requires excessive pressure stress onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.